Event description:
The customer contact reported a leak. The option-lok male adapter of the tubing set was connected to the pt's central line and was being used to deliver an unspecified volume of total parenteral nutrition, heparin, and lipids, at a rate of 4.4 ml/hr, via a plum pump. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set. The tubing set was replaced and the therapy was resumed. The customer contact indicated that there was a potential for infection and a complete blood count was completed. No results were provided; however, the customer contact indicated that there were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.